Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device dose is out of spec. There was no physical damage/mishandle abuse reported. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of delivery accuracy. Upon further investigation, it was found that contamination /corrosion in the following latch lock mechanism, housing, ac port, remote dose port, usb port, cassette detector pins. Uso is buckling. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.